Event description:
It was reported that during preparation for a percutaneous coronary intervention, a shaft fracture occurred. The 3.0x12mm quantum maverick balloon was being prepped in the normal fashion. When the physician removed the balloon protector, it was noted that there was a shaft fracture. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)